Event description:
The physician was performing a cardiac lead extraction due to fracturing. The lead was prepared with an lld-ez. The physician was using an sls ii to extract the lead while applying traction to the lld-ez, when the lld-ez broke. The physician elected to cap the lead with the remaining portion of the lld-ez inside. The patient sustained no injury. It was reported that the device was being returned for evaluation, but the device has not been received. If received, a supplemental report will be filed with the evaluation results. There were no issues or nonconformances noted during an internal lot history review for the suspect device.

Manufacturer narrative:
Although a device was returned by the facility for evaluation, it was not the spectranetics lld-ez. The device returned was the clearing stylet provided with the lld-ez. An additional request for the lld-ez was made, but the stylet was the only device saved for return. There were no issues or nonconformances noted during an internal lot history review.